Event description:
Customer reports receiving results of 60mg/dl, 72mg/dl or 74mg/dl, and 144mg/dl within 5 minutes on the same device. Customer reports that he received results at a different time of 64mg/dl, 155mg/dl, 128mg/dl, 153mg/dl, and 88mg/dl, but states that he is unsure which of these results were taken back to back. After reviewing the device memory, a third comparison was reported of 63mg/dl, 67 mg/dl and 128mg/dl back to back on the same device. No actions was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.